Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty removing the needle guard and deployed multiple inset infusion sets incorrectly, resulting in three unsuccessful insertions, while blood glucose remained stable; the issue involved the infusion set component and its packaging. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed packaging issues were considered, but no product problem was ultimately detected, with the device component identified as packaging. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.